Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Tandem technical support was troubleshooting with the customer, however, the customer stopped the trouble shooting and no additional information was provided. There was no reported adverse impact.